Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited higher pacing thresholds than the programmed output, as noted by an alert on the patient's remote monitoring system. Upon device interrogation in the clinic, loss of capture and no sensing were observed on the rv lead, with decreased pacing impedance measurements. The patient was not pacemaker dependent, so no asystole was reported. The patient was admitted to the hospital and the lead was repositioned successfully. No additional adverse patient effects were reported.